Event description:
In 2006, the lay user/patient contacted lifescan alleging that the one touch ultra was powering off during use. The following information was obtained from the original call with the customer care advocate (cca). The patient was having headaches and not feeling well. The patient attempted to test before, during, and after experiencing the symptoms; however, she was unable to obtain a meter reading due to the power issue. The patient received assistance from a health care professional in 2006 at 3pm. The patient obtained a "300 mg/dl" on another one touch ultra meter and was treated with insulin. The cca confirmed the power issue and verified that there was no meter trauma. The cca discovered that the meter's battery was not replaced per the owner's manual (use error, which can contribute to the reported power issue). Although there was user error, this complaint is being reported because the patient was unable to test while experiencing symptoms. The patient eventually received insulin treatment from a health care professional for hyperglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.